Event description:
On 10/9/08, baxter was notified of a colleague cx triple channel infusion pump with the guardian feature, which alarmed failure code 500 and stated failure on all three channels during pt infusion of dopamine, levophed, and amiodarone. The concentration, rates, and dosages of the drips are unk at this time. The nurse was unable to release the tubing using the manual tube relase knob. She disconnected the tubing from the pump and reconnected it to another triple channel pump to continue the infusions. During this time, the pt went into cardiac arrest, and later expired the same day. The pt was a female with a diagnosis of congestive heart failure and sepsis. The pt was in the intensive care unit during the time of the incident. The pt's past medical history includes diabetes, hepatic and renal dysfunction. The pt was non-compliant in her prescribed dialysis treatment and was in end-stage renal disease. The pt was experiencing gastrointestinal bleeding and hyperkalemia at the time of the event.

Manufacturer narrative:
The pump is available for eval. An on-site eval was offered to the facility and accepted. A follow up report will be filed upon completion of the eval, or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.